Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after the pump turned off due to low battery, the customer attempted to turn the pump back on the pump would not turn on. Alternate charging supplies were used and the pump did not power back on. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy.